Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to (B)(4) as successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had experienced a rash under his right rib cage. The patient visited his physician who prescribed a cream. Follow-up indicated that the rash is still present and causes minor pain. The current condition of the rash is unknown.